Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the pump was giving multiple errors. Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1880. The customer reported receiving a rewind request after an alarm or being unable to exit the load reservoir process. The customer completed the rewind and load reservoir process successfully. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self-test, the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, within specification. No unexpected low battery alerts listed in the pump trace download. No unexpected battery power loss was not confirmed. The displacement accuracy test verifies the accuracy of motor displacement. Motor displacement is measured after the delivery of a prescribed bolus. No insulin flow block confirmed during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The pump was received without a battery and battery cap. The following were noted during visual inspection: fading serial number label. The pump passed all the required testing. No unexpected low battery alerts listed in the pump trace download. No unexpected battery power loss was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.